Event description:
It was reported that during an emergency laparotomy a teleflex arrow quad lumen central venous catheter was inserted into the right internal jugular vein. During the central venous catheterization, a very small part from the tip of the 9fr introducer chipped off within the patient's subcutaneous tissue. On measurement this was found to be less than 2mm in length. This was confirmed on chest radiograph. The dilator did not look damaged prior to use. It is reported thatthe pateitn has experienced no ill effects from this event and does not want the very small shard to be removed at this stage".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as a material/batch was not provided. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an emergency laparotomy a teleflex arrow quad lumen central venous catheter was inserted into the right internal jugular vein. During the central venous catheterization, a very small part from the tip of the 9fr introducer chipped off within the patient's subcutaneous tissue. On measurement this was found to be less than 2mm in length. This was confirmed on chest radiograph. The dilator did not look damaged prior to use. It is reported that the patient has experienced no ill effects from this event and does not want the very small shard to be removed at this stage".